Manufacturer narrative:
The reported event of the atrial setscrew could not be loosened to remove the lead was confirmed. A device was returned for analysis. Analysis revealed that calcified blood was filling the a-setscrew inset preventing the wrench from entering and engaging the setscrew inset to untighten the setscrew. Analysis found the inset was not stripped. No other anomalies were found.

Event description:
It was reported that the patient presented for generator change. During the procedure, it was noted that the set screw for atrial port was stripped. The right atrial (ra) lead was cut and capped to explanted and replaced the pacemaker. The patient was stable throughout.